Manufacturer narrative:
B5-updated information: the reporter stated there was patient contact with the lens. Patient contact was also stated on the returned box. However, the lens was returned stuck in the cartridge. The reporter previously stated no additional information is available. Information is contradictory. H3-device evaluation: the lens was returned loose in the box, stuck in the cartridge. The plunger was overridden and there was residue on the device. Claim# (B)(4).

Manufacturer narrative:
Posterior chamber single piece foldable intraocular lens. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a intraocular lens, diopter +20.0 tore during insertion into the patient's eye. This occurred on (B)(6) 2020. The lens was removed and replaced with an alternate lens.

Manufacturer narrative:
B1-corrected. B5-additional information: there was patient contact with the lens. No patient injury. H6-health impact code corrected. Device code corrected. Claim# (B)(4).